Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was over 500 mg/dl and the customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged later that day. The customer changed pump supplies and resumed insulin to address the issue.